Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height drawer 6 rail stopper was out of the place sitting sideways and did not allow the drawer to open properly. A field service engineer replaced a new rail stopper to resolve and also the customer tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer became jammed and could not be opened. The customer attempted to recover the drawer; however, an error message stating "drawer failed to open" was displayed. The customer powered off the station, unplugged the power cord, waited several minutes, and then restored power, but the drawer could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.